Manufacturer narrative:
The device was used in treatment and remains implanted, therefore the clinical observation could not be confirmed. The device remains in service for approximately 10 years. This lead was not returned to the manufacturer. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections the qa inspection procedure petite in-process & final inspect for this device indicates that the lead is checked 100% for electrical function. Final qa inspection of permanent pacing leads procedure includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100% inspection regarding: length measurement of the lead, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring. A general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and o-rings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, verify presence of weld spots on the connector hull, weld should be smooth and shiny, and verify that there is no hole in laser weld impression. Per, elapass p,pj physicians manual, informs the user of possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. After implantation the patient should be monitored for several days for electrode displacement, and the lead should be repositioned if necessary. Lateral lead tip placement in the atrium or perforation of lateral atrial wall may cause phrenic nerve stimulation. Perforation of the ventricle wall may cause diaphragmatic muscle stimulation and also cardiac tamponade. It is difficult to explant a passive lead due to its ingrown distal end. It is recommended to cap the proximal portion off whenever the lead will be in the hear precautions: the use of the subclavian vein puncture technique for lead introduction may be associated with conductor fractures, irrespective of lead manufacturer. If the physician elects to use the subclavian vein puncture, a more lateral puncture site should be considered to avoid the subclavian muscle and costoclavicular ligament, or at least its densest part. The procedure is suggested to be done under fluoroscopic guidance. After placement, the lead should be checked by multiview cineradiography during movements of the ipsilateral upper extremity to ensure the lead(s) have not been entrapped. The posteroanterior chest x-ray can also be used to confirm that lead(s) have not been entrapped. Clinical evidence suggests that certain upper extremity activities are contraindicated for persons with permanent pacemakers because they require movements that can cause damage to the leads and possible failure of the leads. Active people, particularly those who perform repetitive upper extremity exercise at work or play, should be cautioned that they could subject leads to damaging stress. Be sure to leave sufficient slack in the lead to compensate for body movements. The elapass-p and elapass-pj models are passive fixation leads specifically indicated for cases with congenital or acquired heart disease and where passive fixation lead provides satisfactory positioning stability in the ventricle or the atrial appendage. CAPA is not required. This lead is no longer manufactured by oscor. Oscor will continue to monitor this event type. The event will be re-evaluated if additional information becomes available.

Event description:
On (B)(6) 2018 the customer reported that in, this ventricular lead was reported as having decreasing impedance of over 200 ohms. There was no patient adverse effect reported. Lead is being monitored every 3 months. No additional information is available.